Event description:
It was reported that the subject device had a cracked tip. The issue occurred before sedation for a diagnostic transurethral resection of the prostate (turp) procedure. No delay and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d4, h2, h3, h6. The following field was corrected: g5. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. The cause of damage is considered to be overloading or age-related deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.